Manufacturer narrative:
(B)(4).

Event description:
It was reported the patent expired. The patient's wife reported two days after the replacement procedure; the patient underwent another procedure allegedly resulting from complications of the replacement. The patient expired two weeks later.